Event description:
It was reported that the customer experienced a blood glucose (bg) level of 36 mg/dl. Reportedly, customer believed insulin was not being delivered via bolus due to a non-tandem infusion set issue; however, insulin was being delivered, and the low bg occurred as a result of multiple boluses deliveries. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous saline and ringers. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved and no permanent damage.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.